Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the upgrade procedure, there was difficulty retracting the helix of the right ventricular (rv) lead. After 40-50 turns the lead helix did finally retract. The lead was removed and with a defibrillation lead no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrin sically over-rotated. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage during use. The analyst noted that the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. No stylet was returned with the lead. If information is provided in the future, a supplemental report will be issued.